Event description:
During placement of the stent in a de novo the proximal lad lesion and during the first inflation at 9 atm, the balloon ruptured. The lesion was pre-dilated with a 2.5 x 15mm maverick at 8 atm. They went in with a 3.5x13 powersail and inflated it at 18 atm and were able to deploy the stent and the procedure was completed.

Manufacturer narrative:
This product is available for testing and evaluation. However, the engineering report has not been completed as of this writing. Additional information received will be submitted within 30 days upon receipt.